Manufacturer narrative:
A field service engineer (fse) was dispatched onsite to evaluate and repair the device; however, upon arrival, the fse ultimately sent the device to bench for repair. The repair is still pending.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the patient disconnected while the device was in operation; however, the device did not detect the patient disconnect when it was in spontaneous with timed backup (st) mode and continued to detect volumes. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was turned off and replaced with another ventilator. The customer called technical support to report that the patient disconnected while the device was in operation; however, the device did not detect the patient disconnect when it was in st mode and continued to detect volumes. The customer requested a review of the ventilator software to correct the issue, and a service quote was sent to the customer for approval. The investigation is ongoing.